Event description:
Related manufacturer reference number: 1627487-2019-05459, 3006705815-2019-01715. Follow up information received that the patient had a revision due to the patient's lead moving and not providing adequate therapy.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3, mfg report reference: 1627487-2019-05459, 3006705815-2019-01715. It was reported that the patient underwent surgical intervention. The exact reason is unknown to the manufacturer at this time. The system was replaced and effective therapy was restored post operation.